Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (over aspirated, incorrect syringe, collapse lumen, sac close eye, valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient having urinary retention problem and the doctor ordered an indwelling catheterization to prevent the urinary retention. The doctor ordered to stay for catheterization. During the removal of the catheter only 7ml of normal saline was withdrawn. After the catheter was removed it was found that there was 5ml of normal saline remaining on the balloon. The patient felt pain in the urethra with a little blood clot discharged. After the treatment the patient urinated smoothly and occasionally a little blood was discharged. The patient urinated with a light yellow color without urethral pain and discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on august 15th, the patient could not resolve in urine, and the doctor ordered an indwelling catheterization to prevent urinary retention. On august 16, the doctor ordered to stay for catheterization. During the removal of the catheter, only 7ml of normal saline was withdrawn. After the catheter was removed, it was found that there was 5ml of normal saline remaining in the balloon. The patient felt pain in the urethra, with a little blood clot discharged. After treatment, the patient urinated smoothly, and occasionally a little blood was discharged. On august 18, the patient urinated with a light yellow color without urethral pain and discomfort.